Event description:
Customer reported that their pump had a completely black screen and digital cracks in various colors, impacting the ability to interact with the device. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the issue, the customer administered a corrective injection via multiple daily injections. A replacement pump was sent to resolve the issue.